Manufacturer narrative:
The reported event of ¿lead damaged during procedure¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found procedural damage to the lead insulations at the proximal region. The cause of the reported event was consistent with procedural damage.

Event description:
It was reported that during an implant procedure, a lead was damaged. The physician elected to not used the lead and a new lead was implanted successfully. No patient symptom was reported.

Manufacturer narrative:
Further information was requested but not yet received.